Event description:
Customer reported that a pt (skin type 4) treated with their lightsheer system sustained second degree burns. The pt was treated with bacitracin (otc). Subsequently the staff tested both their unit and a loaner unit they had with them, and 4 staff members sustained injuries (no medical intervention was reported). Add'l details were requested by lumenis and were not provided.

Manufacturer narrative:
Per the lumenis service depot, the customer unit was within specifications. No root cause can be determined for the burns reported with the customer unit. Per the service depot, when the loaner unit arrived at the service depot, the sapphire tip was dirty with gel and hair. This foreign material contamination appears to be the root cause of the incident for those individuals who were treated with the lightsheer loaner system.